Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. A review of event history log revealed occurrences of downstream occlusions . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified .the cause was determined to be force sensor scale factor calibration was high. The force sensor scale factor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.